Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report(B)(4). We received two used, empty easypump ii lt 270-27-s without packaging. The provided samples were subjected to a visual examination. Damages that would lead to a malfunction were not detected at the samples. In addition, the samples were taken to a functional test respectively a leak test was carried out. Therefore the pumps were filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the pumps the pumps did work immediately (solution was running). Leakages were not detected. Furthermore the flow rate of the pumps was tested. Nominal: 10 ml/h. Actual: sample 1: 14.7 ml in 1 h; 26.7 ml in 2 hrs; 172.9 ml in 18 hrs. Sample 2: 14.9 ml in 1 h; 27.1 ml in 2 hrs; 171.1 ml in 18 hrs. The flow rate of the inspected pumps are within our specifications. A too fast flow (as described by the customer) could not be determined at the inspected samples. Device history record (DHR): reviewed the DHR and no abnormality observed during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the netherlands): within 17 hours easypump is empty